Event description:
It was reported that the device would not operate on ac power. It also indicated that a fuse on the power module was blown, and a resistor was cracked. There were no reports of pt use associated with this event.

Manufacturer narrative:
The hospital's biomed confirmed that the reported failure has been resolved. The blown fuse on the power module was replaced, as well as the cracked resistor. Proper device operation was then observed through functional and performance testing. The device was placed back into service for use. The removed components will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.